Event description:
It was reported that during installation performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement or adverse event reported.

Manufacturer narrative:
A getinge service representative reported that that the national repair center (nrc) received the oob drive manifold assembly part, and sent it to the sustaining r&d. A supplemental report will be submitted when this investigation is completed.

Event description:
It was reported that during installation performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Sustaining engineering completed their evaluation and reported that the drive manifold assembly failed the leak test. K6 did not hold the vacuum pressure. K6 was replaced by a good known k6 valve and it was retested two times and it passed. The suspected k6 was installed, retested and it failed. K6 was concluded to be defective. Per procedure, the drive manifold assembly will be discarded.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) replace the drive manifold assembly and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during installation performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement or adverse event reported.